Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks post-implant, there was intermittent atrial capture and undersensing. Chest x-ray confirmed an obvious atrial lead dislodgement. Upon opening the pocket, it was noted that the lead was lightly secured to fascia in the pocket. In the opinion of the physician performing the revision, the implant techniques at the time of original implant could have contributed to the dislodgement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.